Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device external paddle was broken. There was no patient involvement.

Manufacturer narrative:
Philips received a complaint on a heartstart mrx device indicating that the paddle assembly was broken. There was reportedly no patient involvement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The philips remote service engineer was able to confirm that the paddle assembly was physically damaged and no parts are available due to end of life. The customer was made aware of the end of life terms and the device remains at the customer site. No further action is warranted at this time. H3 other text : device is end of life / end of support.